Manufacturer narrative:
D3. Manufacturer email: (B)(4).

Event description:
It was reported that during a surgical procedure, it was found that the mother board burnt out. The procedure was cancelled due this event. The patient outcome was not reported.